Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. In the morning, the patient woke up with headache and nausea. Attempted to take anti-vomiting medication (zofran) but continued to feel unwell. Later that morning, the patient called 911 due to persistent symptoms. Emergency services arrived and performed a finger stick glucose test, which showed a reading of 400 mg/dl, while the patient¿s glucose sensor displayed 175 mg/dl. The patient was taken to the hospital and was unconscious during transit. The glucose sensor was removed during this time. He was hospitalized from (B)(6) 2025 to (B)(6) 2025 and diagnosed with dka. The patient recalls receiving multiple medications and IV fluids during hospitalization. However, the patient does not remember the final finger stick glucose value before discharge. On (B)(6) 2025, the patient was discharged from the hospital. At the time of the report the patient was angry and upset. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.